Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. An 0x18, pod has reached empty reservoir, safety alarm was observed in the pod data. No damages or deficiencies to the adhesive pad or its welds were observed. The cause of the reported adhesive failure could not be determined. The exposed portion of the soft cannula was observed to be stretched. The soft cannula measured above specification, approximately 1.1165 inches. During fluid path testing, a leak in the unexposed portion of the soft cannula was observed due to a tear as a result of the cannula being stretched. No evidence of internal corrosion or fluid ingress was observed. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 250mg/dl while wearing the pod between 24 and 36 hours. As treatment, the patient successfully activated a new pod. The device was originally reported for the adhesive not sticking properly.